Event description:
It was reported that the customer received multiple occlusion alarms. There was no impact to the customer's blood glucose level. Reportedly, the cartridge had been in use for 4-5 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested for up to 72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.